Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The insulin pump functioned properly. Intermittent button response noted during testing due to flattened dome switch on the up arrow button, esc button and act button. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they were hospitalized with high blood glucose. Customer stated their blood glucose was over 600 mg/dl at the time of admission. The customer also reported the cause of the hospitalization was from diabetic ketoacidosis. The customer declined to troubleshoot at the time of the call. The insulin pump will be returned for analysis.